Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device. Reportedly, after device deployment, the device could not be removed. The device was surgically removed. Although hemostasis was subsequently achieved, the method used was not specified. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult device removal was not confirmed as the foot was completely retracted into the guide. Analysis of the device indicated the needle plunger follower was broken and both needles were bent at the proximal end. The observed damage is consistent with closing the lever to retract the foot prior to removing the needle plunger to retrieve the suture, which may cause the foot to not fully retract into the guide and could have contributed to difficulty removing the device. The instructions for use state under the smc device placement section to disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. One suture limb will be attached to one end of a link. The other end of the link will be attached to the anterior needle. The posterior needle will be free of suture. Pull back on the plunger until the suture is pulled taut. Cut the suture from the anterior needle distal of the link. Use of the quickcut suture-trimming mechanism located on the handle is optional. Relax the device and then return the foot to its original position by pushing the lever (marked #4) on top of the device, down to its original position. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult device removal incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.